Event description:
Caller reported that pump displayed reset screen unexpectedly. There was no adverse impact to customer's blood glucose level. Customer was informed by technical support that pump reset was a built-in safety feature and involved resetting certain features, which were explained. Customer understood, acknowledged, and successfully resumed insulin.